Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device did not fire. The green button could be pressed, but the surgeon was unable to squeeze the handle. Another cartridge was used to complete the case and resolve the issue. There was no patient injury.